Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a slow ventricular tachycardia (vt) which was double counted resulting in an inappropriate shock. The patient at the time was symptomatic to the slow vt and benefited from the inappropriate shock. Technical services (ts) noted that since the patient was symptomatic to the slow vt that other alternative methods should be considered to address the vt such as vt ablation, or medication adjustments.